Event description:
It was reported that this patient experienced inappropriate shocks as a result of conducted supra-ventricular tachycardia (svt). The clinic noted that the electrogram (egm) morphology discriminator (rhythmid) auto-template had not been completed since 2019. Boston scientific technical services was contacted for a complete device data review and clarified that the template had been updated regularly as expected. However, it was discussed that the patient's variable shock channel morphology make rhythmid unsuitable and reprogramming options were discussed to prevent further inappropriate therapy. At this time, the device remains implanted and in-service. The patient was stable with no additional adverse consequences reported.